Event description:
The customer used the suspect device at home and obtained a result of 3.2 inr. Two hours later customer went to the lab and customer's inr was 5.4. No treatment was provided. Controls were reported as being in range.